Event description:
During procedure for novasure ablation, the novasure device would not continue a cycle after it was programmed into machine. Would continue to come up with array error. The device was repositioned and reprogrammed. Continued with same error, was replaced with new device and procedure was finished.

Event description:
During procedure for novasure ablation, the novasure device would not continue a cycle after it was programmed into machine. Would continue to come up with array error. The device was repositioned and reprogrammed. Continued with same error, was replaced with new device and procedure was finished.